Event description:
A pregnant diabetic performed a blood glucose test on the suspect device and obtained a reading of 145mg/dl. They felt low. Pt's friend helped pt take 28 units of humalog insulin. Pt then blacked out and was taken to the hospital. An unknown blood glucose monitor was used at the hospital and pt's blood glucose level read 46mg/dl. Pt was then give 1 ampule of dextrose.